Event description:
Customer reported a malfunction alarm with code malf 13 but didn't mention any events before the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump due to the malfunction and provided instructions for returning the faulty pump. The customer reverted to an alternate method of insulin therapy.